Event description:
It was reported that the pt expired. The cause of death was unk but reported to be unrelated to the implanted system. The pt had a terminal illness. The pump contained hydromorphone 5 mg/ml at a daily dose of 2.0 mg; bupivicaine 40 mg/ml; compounded baclofen 250 mcg/ml and clonidine 250 mcg/ml.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.